Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.